Event description:
It was reported during a routine checkup the patient's pacemaker was found to be in back-up mode. The patient did not report any adverse symptoms. The device was successfully programmed to it's previous parameters.

Manufacturer narrative:
(B)(4).